Event description:
It was reported that the patient complained of pain in the pocket area and skin discoloration was also noted at the site. The pulse generator was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.